Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the manufacturer representative (rep). When asked to clarify the statement that "the battery stopped", the rep stated that an "end of service (eos): therapy has stopped. Replace the internal device to continue therapy." Message was encountered when attempting to communicate with the implanted battery via the patient's mobile programmer. The rep stated that it was unknown if the cause of the battery stopping was determined, and they stated they didn't know the most likely cause. The rep stated that it was unknown if the cause of getting no response from the battery was determined, and they stated they didn't know the most likely cause. The rep reported that the battery replacement had not been scheduled.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the patient lost the numbness sensation once the battery stopped. The rep indicated a normal environment with excellent compliance. When asked the diagnostics/troubleshooting performed, the rep stated there was no response from the battery. To resolve the issue, the battery would be changed. The issue was not resolved at the time of this report.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.